Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and calcification. The sion blue guide wire was advanced without issue to the target lesion. The 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion for pre-dilatation. The balloon was inflated to 22 atmospheres (atm); however, the balloon ruptured on the first inflation. During removal of the mini trek, resistance was noted with the guide wire, but was successfully removed. The 2.25 x 28 xience alpine stent delivery system (sds) was then advanced over the same guide wire, and the stent was deployed at 20 atm. During removal of the sds, resistance was again noted with the guide wire. The sds was removed successfully. When the guide wire was removed, the distal tip appeared lighter in color. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The asahi sion blue guide wire and mini trek referenced are being filed under separate medwatch reports.